Event description:
I bought a uvb handheld wand for the treatment of psoriasis. I noticed a problem right away because the manual is in "chinklish". There was no official translation into english and it is impossible to understand how to use the device safely. I later learned that I should have been asked for a doctors prescription because this is a dangerous device to use with out being properly diagnosed by a dermatologist. The web site even states no prescription required. The instructions instruct me to determine a safe dosage but there is no explanation as to how to do that. The manual later states that you have to see a doctor and go through special testing to figure out a safe dose. FDA safety report ID# (B)(4).